Event description:
On (B)(6) 2010, the lay user/pt contacted lifescan (lfs) to report she was unable to program the one touch ultramini meter with the correct calibration code number. The sr. Medical surveillance specialist was able to classify the complaint based on the info originally provided. On (B)(6) 2010, the pt noted she was unable to successfully program the correct calibration code number into the reported meter. After the use of the meter, the pt took the action of skipping her insulin dose. On (B)(6) 2010, the pt experienced the symptoms of dizziness and sweating. The pt took herself to the ER, where her blood glucose level was tested to be 48 mg/dl. The pt was treated with food and glucose gel. The issue was resolved with pt education. The meter and test strips were replaced. The pt allegedly suffered symptoms of severe hypoglycemia after she was unable to test her blood glucose level due to the meter issue, and received emergency medical attention and treatment with food and glucose. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.